Manufacturer narrative:
Based on the information provided, the cause of the operative complication cannot be determined. The surgeon reports a very anatomically complicated procedure, bleeding and coagulopathy. There was no report of any issues with the davinci system. A review of the site's system logs for the reported procedure found that there were no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported event. Additionally, review of the subsequent 5 procedures found that no system errors in the system logs. An advanced system log review for the reported event date on (B)(6) 2023 was performed and no system issues were found that would be related to the reported event. Additionally, the system logs were reviewed for the procedures both before and after this event, and there were no other events found that would indicate any issues that would be related to the reported procedure events. The device history review for the instruments used during the procedure confirmed that there were no non-conformances with the instruments used. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a large renal mass and underwent an attempted nephrectomy when bleeding began from behind the aorta from the lumbar vessels. The procedure was converted to open to gain control of the bleeding and a massive transfusion of 22 units of blood was reported. The patient was then coagulopathic postoperatively in the ICU and later expired. There is no allegation of malfunction or injury as a result of any intuitive surgical products or system. According to this information provided in the summary of events, insufficient information exists to determine if any intuitive surgical product or instrument contributed to this catastrophic bleeding event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure the patient experienced bleeding and the procedure was converted to open. The surgeon reported that the procedure was very complicated as the patient was obese and there was a very large, complex vascular renal mass, causing overall distorted planes of dissection. The bleeding likely resulted from injury presumed to be to the arterial lumbar plexus emanating off the aorta, as well as injury to a venous structure that was not part of the main renal hilum ¿ possibly a parasitic vessel. The procedure was converted to open to control the bleeding vessels. The bleeding site was repaired with sutures and was controlled prior to the conclusion of the procedure. The patient became coagulopathic and was transfused with 22 units of packed red blood cells intraoperatively. The patient was then transferred to the intensive care unit (ICU) after surgery for further care and intervention. The patient developed hypotension with continued coagulopathy and expired the next day. The stated cause of death was due to the complex surgical procedure resulting in bleeding and the subsequent coagulopathy and hypotension. The physician stated that there was no malfunction of the davinci system, instruments or accessories during the robotic procedure.